Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer received a notification about a voluntary recall regarding the scroll wrap feature. The voluntary recall has to do with accidental button pushing. Customer stated she has not encountered the scroll wrap issue, but would like her insulin pump replaced. She also stated that the screen is getting cloudy. There is no damage to the insulin pump and there is no moisture on the screen. The device passed the self test. Customer was advised she will be contacted about the recall. Her blood glucose was 110 mg/dl. Nothing further reported.